Manufacturer narrative:
Continuation of medical devices: product ID 3057, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, conclusion code applies to both the ens 353101 interstim test stimulator, serial number: unknown and the 3057 lead, lot number unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urgency frequency. It was reported by the patient they still would get the pressure feeling when they had high urgency and that made their abdomen hurt. Additional information was received on (B)(6) 2018 when the patient called and stated they were still sore ¿down there.¿ while on the call the stimulation was decreased to 1.0. The patient stated they had their manufacturer representative¿s number. The patient mentioned dried blood on their bandage. Additional information was received on (B)(6) 2018 when the patient stated the stimulation made them sore but they would lower the stimulation on their own to a comfortable level. The patient also mentioned their wires were coming out of their bandage. The patient mentioned they voided sometimes when they were in the bathroom even though they did not need to go. For example, their tooth was hurting (which was unrelated to the device/therapy) and so they took medication and voided. Additional information was received on (B)(6) 2018 when the patient reported their leads were dislodged. The patient stated they spoke with their rep who tried re-connecting and could not. The patient will have the leads dislodged until they see their clinician on (B)(6) 2018. There were no further complications reported/anticipated.